Event description:
It was reported that the patient experienced twitching of the chest which occurred when raising the arm. The left ventricular lead exhibited an increase in thresholds. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Final analysis found that the insulation was abraded at 7.5 cm to 7.7 cm from the connector pin which is consistent with abrasion against the device can.